Event description:
It was reported that the catheters leaked just below the hub (luer).

Manufacturer narrative:
The device involved in these events were not returned for evaluation; however from the description received it appears to be the same type of event that has been previously evaluated. Extensive testing was performed by engineering to duplicate the complaint. Returned samples showed material degradation in the area of the luer to extension two part bond. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however this type of failure began after the implementation of the two-part bond when the luer material was changed to isoplast. Engineering has determined that the two-part bond was a contributing factor. Changes are being made to the mfg process to eliminate the two-par bond. The luers will be over molded on the extension. Medcomp will monitor for future incidents of this nature to determine the effectiveness of the preventative actions.